Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device phe760 batch number, and no non-conformances were identified. H-3 summary: it was received for analysis an empty opened overwrap, an empty opened labeled winding former, two needle-sutures pieces and a suture piece of product. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and present damaged and the ends isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Reported suture event was submitted via 2210968-2020-06361.

Event description:
The event was not reported. However, the suture product was received without any details of event. Upon evaluation, the suture observed damaged and possibly cut.